Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating that they had sensor problems. Customer's blood glucose at time of incident was 6.8mmol/l. Customer received a box of sensors and 4 did not work. Customer stated that one of the sensors didn't have electrode and 3 others sensors the green light didn't start blinking. The customer agreed that we will send 4 replacement sensors.